Manufacturer narrative:
The customer has been provided with a replacement therapy cable. The device was not returned to stryker for further evaluation. Therefore, the cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that the therapy cable was not working on their device. In this state the device may not be able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.